Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurse's station (cns) had spontaneously shut down and then rebooting was occurring on this unit. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) had spontaneously shut down and then rebooting was occurring on this unit. No patient harm was reported.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the central nurse's station (cns) had spontaneously shut down and was then rebooting. No patient harm was reported. Investigation summary: the customer had attempted to switch the hdds in ports 1 and 2, but the issue persisted. Technical support (ts) advised the customer that the hdds maybe have been corrupted. Multiple attempts were made to resolve the issue, but no response was received. A review of the history of the serial number identified no other reports of hdd failure on the device. Based on the available information, a definitive root cause could not be identified. However, it is possible that the hdds had been corrupted. Common causes of software corruption are ungraceful exits and unexpected shutdowns. Per hha-20-001, in order for the hard disk drive to cause adverse health consequences, an improbable sequence of user error and other events would all need to occur: 1) user declines to permit installation of a software patch; 2) user fails to respond to warning alerts that one or two hard drives had failed; 3) user fails to perform periodic testing and maintenance of the hard drives; 4) a critically ill patient sustains sudden deterioration simultaneous to the occurrence of a failure of the second (redundant) hard drive; 5) caregivers are unaware of triggering of alarms on the bedside monitors or have delayed awareness.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) had spontaneously shut down and was then rebooting. No patient harm was reported.